Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that almost every time she changed the infusion set, her readings for the next 12 hours or so were very high. Customer's blood glucose level was usually between 300 mg/dl and 400 mg/dl. After the 12 hours, her blood glucose level went back to normal. The device was not returned.